Event description:
It was reported that a patient sat down and adjusted position by putting their hand on the lower leg section of the stretcher and pushing down with her weight, the stretcher reportedly started to lower. No injury or adverse consequences were reported.

Manufacturer narrative:
This product is a "stretcher chair" which is designed to have the foot section lower when it is depressed, if the chair mode is engaged. The risk manager at the reporting facility was interviewed by the manufacturer's quality engineer. The alleged event occurred when the patient was repositioning without assistance. It was reported that weight was placed on the foot end and it lowered. Per the operations manual, page 3 it states, "hold the foot rest firmly while repositioning it to prevent it from falling to the lowest position and causing injury or equipment damage."